Event description:
The customer reported that when the endoscope was connected to the video processor, the screen was black and there were lines on the monitor. The issue was observed during preparation for use. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. The device inspection and testing confirmed the customer¿s reported issue, and found the dark image was caused by damaged circuit boards. This report is being submitted for the malfunction found by service during the device evaluation (faulty circuit board). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The following defects were found during service: the digital video output board was damaged due to external forces. The power supply was damaged due to external forces. The plastic support plates were broken. The usb connector was damaged. The internal communication connector and circuit boards appeared to have been manipulated. The metal covering was not properly mounted. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damage to the digital video output board and power supply could not be identified. However, it¿s likely the cause is related to external impact/forces that were applied. Olympus will continue to monitor field performance for this device.